Event description:
On (B)(6) 2014, the reporter contacted animas, alleging that the up, down, and ok buttons were unresponsive. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up # 1 date of submission 03/18/2015 - device evaluation: the pump has been returned and evaluated by product analysis on 03/03/2015 with the following findings: during testing, the keypad buttons were found to be unresponsive. The keypad cover was removed and there was evidence of contamination found on the button contacts. Unrelated to the complaint, the audio bolus button cover was found be peeled off and missing from the pump. The audio bolus button was not able to be tested due to the damage. Also unrelated to the complaint, investigation revealed that the display was discolored. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.